Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. It was noted that a new battery was inserted and the pump powered on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that power reboot occurred after a replace battery alarm on (B)(6) 2014 and one unexplained power reboot on (B)(6) 2014. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The battery compartment was intact; no damage was observed. The returned battery cap was undamaged and able to be fully secured to the pump. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint that the pump had no power was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.